Event description:
Patient was treated in the abdominal region with the device. Procedure was uneventful and device performed as intended with no device issues. One day post treatment, patient presented with abdominal pain and underwent surgery. Surgeon located 3 pin size holes in the small intestine and resected injured tissue. Patient has recovered from surgery.